Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported the device did not meet release criteria. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The closure device was positioned in the laa, but it did not meet release criteria and needed to be fully recaptured. As the device was being recapture the was kinked. The closure device was removed as well as the was. A different was and wds were used to complete the procedure. There were no patient complications during the procedure. The patient was stable. However, the device analysis revealed there was sheath damage, the material was twisted. Device evaluated by MFR: the returned product consisted of the watchman delivery system (wds) loaded inside the related watchman access system (was). The wds was protruding 8 mm out of the tip of the was device. The devices were bloody. There was no implant returned with the complaint device. The hub, sheath, core wire and tip were microscopically and visually inspected. Inspection revealed tip damage (slight flare), numerous small kinks in the sheath, and sheath damage (material twisted) located 10-15 mm from the strain relief. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.